Event description:
Humalog flexpen package arrived sealed with only 4 pens in package. Dose, frequency and route used: inject per sliding scale three times a day. Therapy dates: (B) (6) 2009. Diagnosis or reason for use: diabetes.